Manufacturer narrative:
Based on the provided information, the investigation determined the customer was using a cobas b 221 glu/lac cassette that was in use past its in-use time of 28 days. Further, the cassette was installed past its "install before" date. A product handling or sample handling related issue also could not be ruled out. The investigation did not identify a product problem. Medwatch field d4 updated.

Event description:
The initial reporter stated they received a questionable lactate result for one patient sample tested with the cobas b 221 glu/lac cassette on a cobas b 221 6 roche omni s6 system. The customer stated that controls were 10 points different on the cobas b 221 system compared to a second cobas b 221 analyzer. The patient sample was processed on both analyzers in parallel. The result from the second cobas b 221 system was deemed correct. The sample resulted in a lactate value of 15.8 when tested on the complained cobas b 221 system. When tested on the second system, the result was 23.00 mg/dl.

Manufacturer narrative:
The serial number of the cobas b 221 system is (B)(6). The investigation is ongoing.